Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Product ID #: mc1vr01-delsys. Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the delivery system inner shaft was mechanically kinked/bent. The delivery system outer shaft was kinked/buckled. Visual analysis of the lead indicated damage during use. The analyst noted that the inner shaft was kinked at 1.5 cm from the device cup and the outer shaft is kinked at 1.5 cm from the recapture cone. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra, mc1vr01-delsys / expiration date: 28-may-2020 / serial#: (B)(4), device available for eval: yes, return date: 07-aug-2019. No, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: 11-dec-2018. Labeled for singe use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) exhibited high thresholds, rising thresholds, under-sensing of r wave, rising impedance, pacing failure, non-capture and placement difficulty. It was suspected that a thrombus had adhered to the leadless ipg system. The leadless ipg delivery system was removed and cleaned. Further placement attempts were unsuccessful and the leadless ipg delivery system was removed and replaced. No further patient complications have been reported as a result of this event.